Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a left ventricular lead that exhibited a high threshold and non-capture. The lead was explanted and replaced. There were no patient issues pre and post procedure.